Event description:
It was reported the atw35 was used during a laparoscopic oophorectomy. It was reported the device did not fire. The surgeon commented the device is not made for female hands and is too hard to close and fire. It needs to be redesigned for a female surgeon. There was no consequence to the patient